Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction of the glenoid, the impactor fractured. Pieces of the broken device fell into the patient and were retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the epoxied end cap missing. The threaded portion of the instrument works as intended. This instrument is approximately six years old and was noted to be used "about 500 times" successfully. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.